Event description:
The surgeon placed the pt into the may field modified skull clamp (a) with three point fixation for a c3, c4, c5, c6 and superior c7 decompressive laminectomy. The pt was then turned from supine to prone position. The surgeon then inspected the positioning and it was noted that the pins had slipped creating a laceration to the left side on the pt's scalp approximately three inches long. Staples were used to close the pt's laceration. The surgeon reapplied the same mayfield modified skull-clamp with three point fixation using the same pins. As the pt was repositioned prone and the pt's head was inspected, a laceration was noted on the right side approximately three inches long. This scalp laceration was repaired with staples. The surgeon then positioned the pt in a different mayfield skull clamp with three point fixation without an incident and proceeded with the surgical case. The pins were not retained by the hospital staff. Additional clinical information has been requested. Cross referenced to uf/importer report number: (B)(4).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.